Event description:
A malfunction alarm, identified as malf 12, was reported with no notable events occurring prior to its inception. There was no adverse impact to the customer's blood glucose level. Customer received assistance from technical support to reset the pump, which resolved the malfunction, and was advised to continue using the device while monitoring for any recurrence of the issue. Customer acknowledged and understood the guidance provided.